Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(4) 2013, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 900 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2013, the patient had increased spasms and increased spasticity. The hcp refilled the pump and performed a catheter access port (cap) aspiration. The aspiration was successful with "brisk return of clear cerebrospinal fluid (csf)". The hcp believed the increase ins spasms were related to a recent urinary retention issue the patient was experiencing. The pump was reprogrammed and a priming bolus of catheter volume only was performed. The patient status at the time of this report was "alive - no injury/no adverse event".